Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress on driveline near controller was not confirmed. The hm3 system controller, serial (B)(6), was not returned for analysis. Per provided information, the controller was exchanged due to fluid ingress. There were no additional information or images regarding the event. The exchanged controller was discarded. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 06oct2018. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. According to heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller involved in the event was disposed.

Event description:
It was reported that the patient presented with green goo like substance on driveline near controller. The patient reportedly did not damage the equipment and said that it occurred spontaneously. The controller was exchanged in clinic without any issues.